Manufacturer narrative:
Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window, cracked reservoir tube window and partial broken battery tube threads. The battery was still in place properly to battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer¿s blood glucose level was 511mg/dl at the time of the incident. The customer reported that the battery compartment was cracked and broken off and the battery will not stay in the pump. The top of battery area, where the cap screws in is cracked and has broken off. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.